Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 06/04/09 regarding an inaccurate high complaint when testing on her one touch ultra2 meter. The pt clarified the allegation and provided the following info. The customer care advocate replaced the meter, strips, and control solution after her original call the month prior. The day before, the pt's 8:30 a.m. Blood glucose was 280 mg/dl. The pt denied having any symptoms of either high or low blood glucose. The pt consumed only toast and tea for breakfast, stating, "I don't eat a lot in the morning." The pt believes she took her morning metformin tab but did not inject her usual 25 units humalog because "it (blood glucose result) was too high." The pt was unable to explain the rationale. While shopping in the market around 11 a.m the same day, the pt became shaky and felt as though she would fall. People in the market noted her condition and brought her candy and orange juice to consume. Later the pt felt better. The same evening, the pt's blood glucose was around 320 mg/dl. The pt injected her usual evening 35 units humalog with no ill effect. The following morning her blood glucose was 300 and continues to be elevated with the new product. The pt's physician performed a venous draw the day prior to original date; results not known at this time. The pt described correct testing. Although the pt ate very little and took no insulin the morning of the issue, the complaint is classified since the pt's symptom meets criteria for serious injury.